Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that an asymptomatic patient's atrial lead had noise that was being oversensed. There were no issues with capture or impedance. The atrial lead was capped and replaced on (B)(6) 2018 during a routine generator change. The patient was stable before, during, and after the procedure.